Event description:
Related manufacturer reference number: 2017865-2021-15040. During an in-clinic follow-up, noise that resulted in oversensing on the right ventricular (rv) lead and pacemaker was noted. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.